Event description:
End user was operating a motorized wheelchair on a ramp at her home and fell out of the seat, catching her foot under the front of the chair. End user was not wearing a seatbelt at the time of the incident. End user was reportedly hospitalized as a result.

Manufacturer narrative:
No malfunction of the power wheelchair suspected. The end use was not wearing a seatbelt and fell out of the power wheelchair on a ramp.